Event description:
During maintenance, a maquet field service technician (fst) found that a powerlead was not correctly assembled. The retaining segments which secured the cupola to the spring arm was missing. No injuries were reported. (B)(4).

Manufacturer narrative:
The maquet field service technician (fst) repaired the device, securing it with a new retaining segment. The fst reported the retaining segment had been initially installed with the device; the customer removed it in error when they adjusted the light's rotational breaks. The assembly and service instructions are described in the installation manual and technical manual. These instructions include the verification of this retaining segment. Maquet medical systems USA submits this report on behalf of the device manufacturing facility. Maquet sas provides product failure investigation, analysis and resolution for the device described in this report.